Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited increasing pacing impedance measurements, including high out of range pacing impedance measurements. Threshold measurements were acceptable in the tip to coil pacing vector, however were high in all other vectors. There was a concern the lead may have fractured. No symptoms or adverse patient effects were reported.

Manufacturer narrative:
The patient was scheduled for additional follow-up at a later date. Records indicate this lead remains in service. Should additional information become available, this report will be updated.